Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: original awareness date is (B)(4) 2011. Placeholder.

Event description:
The procedure was reported to be transforaminal lumbar interbody fusion (tlif).

Event description:
It was reported that during an intra operatively for an l3-l4 tlif, the surgeon decided to reposition the l3 locking. Surgeon believed the locking cap was too lateral. Surgeon encountered difficulty removing the locking cap. A torque limiting handle torqued out before the locking cap could be removed. A standard t-handle was used to remove the cap and the tip of the broke off in the locking cap. The rod was cut and used to back out the screw. The locking cap and screw was removed. Surgeon implanted two new screws, two new locking caps and a new rod. The removed hardware (rod, locking cap and screw) was discarded by the hospital. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development event evaluation was performed but the device was not returned. As noted in the evaluation for a previous complaint, the shaft is strong enough to withstand 10nm of torsion. Only by using an un-calibrated handle or a non-torque limiting handle could significantly higher torsional forces be created. Tip breakage is included in the risk analysis and the listed severity and occurrence ratings are appropriate. This driver was designed to be used with the pangea pedicle screw system and the complaint clearly notes that it was used with the matrix system. The complaint notes that the torque limiting handle torqued out and the t-handle screwdriver was then used. The matrix technique guide, page 19, provides details on locking cap removal using the torque limiting handle and has a caution to never use a fixed or ratcheting t-handle screwdriver for this technique, because breakage of the driver may occur. This complaint is invalid as it was used inappropriately. The technique guide provides details for locking cap removal using the torque limiting handle and has a caution that states to never use a fixed or ratcheting t-handle screwdriver for this technique because breakage of the driver may occur.